Manufacturer narrative:
Upon initial receipt of report, we did not believe it was a reportable event. Upon further investigation, the event deemed reportable and escalated on 04/08/2026

Event description:
Technical services visiting for error code was testing lift when it slid down the track slightly